Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed based additional information which indicated that the evaluation conclusion code was updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) pace impedances greater than 3000 ohms which triggered a lead safety switch (lss) on the associated cardiac resynchronization therapy pacemaker (crt-p) device. This automatically switched the rv vector from the bipolar to the unipolar pace and sense configuration. The presenting electrogram (egm) showed no noise on the rv channel. The health care professional (hcp) indicated they would coordinate with the patient to schedule a clinic visit for further evaluation. The products remain in-service at this time. No adverse patient effects were reported.